Event description:
The customer contacted heartsine to report that their device was in "training mode" during a patient involved event. The sam 500p does not have a training mode. However, it is possible that a device failure lead to user incorrectly believing the device was in "training mode" and discarding the device. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Heartsine's investigation found no fault found on the returned sam 500p and pad-pak. No fault was found on the sam 500p or returned adult pad-pak during the investigation. The device was found to correctly issue the audio advisory prompts to guide therapy and accurately measure impedance throughout the specified range, even after the stress of elevated temperature. No continuity issue was identified on the patient output and battery cables and no fault was found on the pogo-pins that would have resulted in an impedance detection issue. The device delivered the full shock therapy sequence without fault using the returned adult pad-pak and the device recorded ECG data accurately without noise or other abnormalities. The information provided by the customer indicates that the user thought the device was in ¿training mode¿. The sam pad 500p device is semi-automatic defibrillator and it is ready for use once an in-date pad-pak is installed and the status indicator flashes green, as per labelling review. It should also be noted that the sam 500p AED does not have a training mode option. Therefore, the investigation can only suggest a use of device error. The device was scrapped by heartsine and the customer was provided with a replacement device.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device was in "training mode" during a patient involved event. The sam 500p does not have a training mode. However, it is possible that a device failure lead to user incorrectly believing the device was in "training mode" and discarding the device. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.